Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that they were hospitalized three times in the past. The customer reported being hospitalized on (B)(6) 2014 with a blood glucose of 815 mg/dl. The customer was in the intensive care unit for five days as a result. The customer was also hospitalized on (B)(6) 2015 with a blood glucose of 16 mg/dl. The customer was found unconscious during this incident. Customer stated they were hospitalized due to incorrect settings on the insulin pump. The customer also reported being hospitalized on (B)(6) 2015 with a blood glucose of 868 mg/dl. The customer was wearing the insulin pump at the time of these three events. Customer also reported the infusion set was detached from their body, causing the third hospitalization. The customer declined to troubleshoot for the insulin pump. The insulin pump will not be returned for analysis.